Manufacturer narrative:
Block h6: imdrf device code a0401 captures the reportable event of cutting wire broken.

Event description:
It was reported to boston scientific corporation that a hydratome pro rx 44 was used in the bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure to treat stones performed on (B)(6) 2026. During the procedure, the cut wire broke during sphincterotomy. It was reported that no part of the cutting wire detached and fell into the patient. The procedure was completed with another of the same device. There were no patient complications reported due to this event and the patient's condition at the conclusion of the procedure was reported to be fully recovered.